Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
***Update dw 21-oct-2025: further information was provided that the initially entered awareness date was incorrect. The first arthrex employee was made aware of the issue on 11-sep-2025.

Event description:
It was reported that during a surgery the screw broke during insertion. Per complaint reporter there was no harm for patient, operator or third party. No further information received. Update avoe 13-sep-2025: it was confirmed that the error occurred during an anterior cruciate ligament surgery, and the surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.